Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported that following a cataract extraction with intraocular lens (iol) implant procedure, she had terrible vision and was very disappointed. Additional information was provided by the patient that right after the procedure she noticed a great improvement in her ability to see far away. However, as her recovery continued she realized that her close up vision was not returning; it was extremely blurry and could not even read a book in her lap. As time went on, approximately 3 months, her far away vision began to deteriorate quite a bit, as she could no longer see the graphics on television as she could right after the procedure. Additional information was requested from the surgeon. Associated products and relevant test data was received.